Event description:
Customer reported that the sensor wasn't linking to the insulin pump, and a sensor error was returned. Customer also reported that a previous sensor was damaged because it did not contain a cannula. Blood glucose level was 202 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.